Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01369-00.

Event description:
A treatment provider reported to an allergan pdm that they have a patient who presented with paradoxical hyperplasia in their stomach area post coolsculpting treatment.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1, g4.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting with cooladvantage plus applicator and may have developed paradoxical hyperplasia. The clinic notes reported treatment area (lower abdomen) was really raised and frozen after the treatment on the day of the treatment. The day after the treatment the patient reported the stomach was very hard. Approximately six months after the patient was treated the patient reported feeling the lower abdomen was getting larger. The patient also reported the treated area felt very uncomfortable and did not want to continue with future treatments. After treatment the patient reported some improvement, however after a couple of months the area became bigger in size/more prominent and the fat feels harder to touch. The therapist compared before photos, looked at the skin, touched the area, and observed that the fat deposit felt soft and gradable.